Manufacturer narrative:
Analysis of returned device confirmed the most likely root cause is manufacturing related.

Event description:
Md reported using the turnpike lp for medicine syringe injections during a coronary case. After the third injection, the hub of the turnpike lp broke off. Md reported not using excess force with hand injections. Md reported that no product was left in patient, and no complications to patient care occurred.